Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette issues. No adverse effects reported.

Manufacturer narrative:
Other, other text: b5: additional information received from customer via email dated 30-sep-2021: the event occurred during testing. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The reported "cassette issues" problem was duplicated. There was a contaminated downstream occlusion sensor which caused low pressure. Noticed the error in event history log. Replaced downstream occlusion sensor. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.